Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Device evaluation: the product was returned to the manufacturing site for evaluation. The product returned consists in folding carton daisy wheel (lens case) l1 pc. Iol, tray and cartridge. Visual evaluation was performed, and the following were the findings. Lens was received inside the case damage, it was bent. The cartridge was received as well and there was damage/cracked observed to the cartridge tip. No viscoelastic residues were observed inside the cartridge. Complaint issue reported ¿cartridge cracked¿ was not verified, it was cartridge tip cracked verified. However, the condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge split. Only the cartridge tip made contact with patient's right eye. The procedure was completed using another intraocular lens and the patient had recovered. No further information was available.